Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain throughout the groin area that radiated down both legs. The patient also experienced mesh erosion through the front of the urethra which has prevented intercourse. The patient underwent removal of exposed mesh, but still experiences pain on both sides and in the pubis area. No additional information is available.

Manufacturer narrative:
Additional information. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.